Manufacturer narrative:
This MDR was previously submitted to the FDA by keystone dental. (B)(4).

Event description:
Failure to osseointegrate. Reporter did not provide dates of event. Second of three identical implants reported in this complaint.